Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was returned, and the reported problem could not be confirmed using the system error logs, as no errors were logged. During inspection, issues not directly related to the event were identified; erbe logs contained m-0b and m-b0 errors. When tested on the system, all instruments were correctly detected, and all required energy operations were successfully performed on all ports. Grip check and instrument detection tests were nominal. The unit will be returned to the original equipment manufacturer for additional investigation. The complaint was not confirmed based on failure analysis. While the probable root cause could not be determined based on failure analysis and the log review was inconclusion this issue could be attributed to issues with the generator which caused instrument firing issues. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that vio dv integrated electrosurgical unit (iesu) or erbe bipolar energy stopped working. The customer observed a red question mark on the iesu. The customer tried four different energy cords, both bipolar ports and different instruments, but the issue was not resolved. After that, the tse had the customer power cycle the iesu, but the issue persisted. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reached out to the customer regarding the integrated electrosurgical unit (iesu) or erbe bipolar ports not working. The customer performed a hard power cycle on the erbe with no success. Fse replaced the erbe. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the erbe for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted if additional information is obtained.